Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units internal system failed. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "internal system failure". Error logs confirmed communication error between display head and executive processor. A getinge field service engineer (fse) had troubleshot to coiled cable connections and replaced the 2-piece coiled cable. Consumed cardiosave console cover screw kit, display gasket and bp transducer cable. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was a patient involvement but no harm reported. The cable assembly backplane to coiled cord could not be tested due to the expose wire. Retaining the cable assembly backplane to coiled cord in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. Performed visual inspection of the coiled cord per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in fair condition. Installed the coiled cord into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested (1 hour) in accordance with the cardiosave service manual part number 0070-00-0639 revision r. In an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of a ¿communication error between display head and executive processor¿. The failure analysis and testing department could not replicate the failure experienced by the customer. Retaining the coiled cord in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.